Manufacturer narrative:
Info was not provided by the user. Torn deep cone seal- present. Evaluation summary: the analysis results found that the sleeve was returned with a piece of the deep cone seal torn but present.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a piece of the gasket seal diaphragm was laying on the omentum. They retrieved the piece successfully. There was no patient consequences.